Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer's blood glucose level was not impacted. As the cartridge and infusion set had been changed and tandem technical support was not contacted at the time of the alarm, a system check to determine a possible cause of the past occlusion was unable to be performed